Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer was having high blood glucose level. The customer had no symptoms and was treated using pump. Customer's blood glucose value was 250 mg/dl at time of incident. Customer's current blood glucose value was 447 mg/dl. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer reports insulin exited at the quick release. Customer stated that the tubing had tiny air bubbles, which were smaller than soda pop. Customer was explained about the 2 high blood glucose rule. The product was not returned for analysis.